Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) associated with this complaint and completed investigations. Failure analysis investigation was able to reproduce the reported issue during power up. Friction readings were found to be out of spec along axis 1 during evaluation. The a7 mechanical cable and axis 1 harmonic drive were replaced to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Error 23003 pointing to axis 6 was confirmed by a log review. The fse replaced the patient side manipulator (psm) to resolve the issue. Following service, the system was tested and verified as ready for use. As of the date of this report, isi has not received the psm involved with the reported event. Therefore, the root cause of the customer reported issue cannot be determined at this time. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed during the on-site visit and error 23003 was confirmed. This complaint is being reported due to the following conclusion: as a result of this issue, the da vinci system was unavailable for use after the start of a surgical procedure. Although there was no report of patient injury as a result of the failure, if it were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, the system reflected error 23003 pointing to the patient side manipulator (psm1). The procedure was aborted. There was no report of patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the system had a recoverable error at patient side manipulator 1 (psm1) axis 6. The issue was identified at the beginning of the procedure after the patient was put under anesthesia and ports were placed. The surgeon decided to postpone the case for a few hours in order to use the second system at the hospital. There was no patient harm or injury reported. Troubleshooting was performed; however, the issue was unable to be resolved. The surgeon believed that a psm1 malfunction contributed to the issue. There were no issues observed during the set up and inspection of the system prior to starting. No issues were noted with the port placement. There were no outside influences impeding movement of the system or the psms. A reset of the instrument and drape was performed but did not resolve the issue.